Event description:
A biolitec 230 um x 3.0 m laser fiber was opened to be used #101130 for a urology case. Upon attaching the fiber to the laser machine, it was noted that the aiming beam was on but there was no light coming out from the fiber. The laser pedal, when pressed by the surgeon, did not seem to activate the laser fiber. Another laser fiber with the same ref/lot/exp. Date was opened and it was noted to do the same thing. A third fiber was opened with a different lot# and this fiber worked. All of the fibers with the non-working lot #s were removed from the cabinet and given to manager.